Manufacturer narrative:
According to the report, the manufacturer field service engineer on site at the user facility replaced the non-functional isolation transformer with a functional isolation transformer.

Event description:
It was reported image loss occurred when the isolation transformer shut off during a case, terminating power to the monitor. There was no injury or other adverse consequence to the patient.